Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified mid left anterior descending artery that was 80% stenosed. The access site was radial. A 190 cm pilot 150 guide wire was used; however, it could not be removed from a microcatheter during removal. Therefore, both devices were removed as a single unit. The distal part of the device that was inside the microcatheter was then cut in order to remove it from the microcatheter. Another unspecified guide wire and microcatheter were then used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) evaluation summary: the device was returned for analysis. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. As reported, the distal part of the device that was inside the microcatheter was cut in order to remove it from the microcatheter; thus resulting in the noted core and polymer detachments. The noted intermittent scraped teflon material and the noted multiple bends on the proximal end of the core likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.